Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Reportedly, the issue resolved and the customer successfully filled the cartridge. Customer¿s blood glucose was 230 mg/dl.